Event description:
Patient's wife reports that one pump malfunctioned the other night. It started beeping without any error messages. They took out the batteries and restarted it and it kept doing it. They switched to back up pump without any problems. Sn (B)(4) for malfunctioning pump. No injury reported. Pharmacy will send replacement pump. Patient to return malfunctioning pump for investigation. No other information provided. Dates of use: (B)(6) 2013 to current.